Event description:
It was reported that the user experienced repeated ilet alerts consistent with occlusion and persistent hyperglycemia, including high glucose notifications in the upper 400s, while using a dexcom g7 cgm and a steel 6 mm infusion set with a new cartridge and tubing; the user had been withholding food and water only and at times not resuming insulin delivery, allowing glucose to remain high. Symptoms included fatigue and sleep disruption due to frequent beeping. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting. Investigation included customer support review, confirmation of cgm sensor code entry, guided device factory reset, reinstallation of insulin cartridge and infusion set with confirmed drops, cgm pairing, and setup completion with instruction to await a new cgm value before proceeding. Investigation of this case revealed that the event was consistent with an infusion set or flow interruption leading to occlusion alerts and sustained hyperglycemia, compounded by user management practices that did not resume insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set or line occlusion with contributory user operation.